Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 17559882/17559882.

Event description:
It was reported that the patients spinal cord stimulator was no longer functioning properly, the patient underwent an explant procedure wherein all device components were removed.